Manufacturer narrative:
This report is been submitted to provide additional information from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned to olympus for device evaluation and investigation confirmed the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, the device inspection results and checked the state of the applicable places confirmed that there was no glue in the places where the glue was originally applied. Damage to the transducer cover surface was also confirmed. As a result of confirming DHR, we confirmed that the suspected device was shipped with a product that conformed to the specifications and this phenomenon was not a production-induced phenomenon but a phenomenon that occurred later. However, the time when this phenomenon occurred is unknown. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer that the procedure was successfully completed with no delay.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light guide tube leaking, light guide cover glue peeling, probe unit chipped, bending section rubber cracked, broken elements, light guide tube with large hole, and exposing metal, and control units and scope connector had fluid invasion. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope exhibited image problem and the scope was not working with the radio probe. Upon inspection and testing of the customer returned device, the scope light guide cover glue was found peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.